Manufacturer narrative:
Device evaluation:the product was returned on august 15,2024. The investigation of the product was completed on september 27,2024. The returned article and the information provided by the customer were examined. The customer states that the forceps broke while trying to remove a bladder stone. He was unable to close the forceps to remove it from the bladder. Upon examination of the article, it was confirmed that the joints at the distal end of the instrument are defective. The article in question is intended for sample excisions and is therefore not suitable for removing stones. The distal end features a sharp curette designed for tissue sampling and diagnostic purposes. Attempting to use this instrument to grasp harder objects than soft tissue will create excessive force on the jaws, draw rod and joints, which can cause the instrument to break. This defect is therefore due to incorrect use by the user. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the forceps broke while performing a stone rem. After the breakage the forceps could no longer be closed and therefore could not be removed from the bladder. The cystoscopy had to be converted to a laparotomy to remove the broken forceps from the bladder.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).